Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6), 2009.according to the complainant, as a result of the implant, the patient experienced bladder perforation, recurrent urinary tract infections, dyspareunia, abdominal and pelvic pain.all other information is unknown and unavailable.